Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise on the right ventricular (rv) lead noise. The patient has had a history of rv lead noise; programming changes have previously been performed. No changes or intervention was performed at this time; the lead will continue to be monitored. The patient was stable throughout.